Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that customer experienced a blood glucose (bg) level of 46 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Bg level was addressed via consumption of carbohydrates. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.